Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, false pause episodes on a device due to undersensing was noted. It was stated that the device sensing for multiple second triggering the episodes. The patient was stable and will be monitored without changes.